Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure severe resistance was encountered when the subject coil was advanced a few cm beyond the hub of the microcatheter. The physician attempted to pull the coil back, and during retrieval the coil prematurely separated at the detachment zone. The coil along with the microcatheter was safely removed from the patient. The procedure was completed successfully with no patient consequences as result of the event.

Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during the coil embolization procedure severe resistance was encountered when the subject coil was advanced a few cm beyond the hub of the microcatheter. The physician attempted to pull the coil back, and during retrieval the coil prematurely separated at the detachment zone. The coil along with the microcatheter was safely removed from the patient. The procedure was completed successfully with no patient consequences as result of the event.